Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to atrophy. A new aus system was implanted. No further information was reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence caused by urethral atrophy. A new aus system was implanted. There were no patient complications.